Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and was also getting stimulation at the ribs. The patient underwent a revision procedure wherein one lead was pulled one vertebral body to improve the low back coverage. The patient was doing well postoperatively.